Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 4.0mmx40mmx135cm armada 35 balloon dilatation catheter (bdc) a leak was noted; thus, the bdc was not used. It is unknown where the leak is located. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 4.0mmx40mmx135cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the bdc was returned with no leak or damage noted. Follow-up information received from the account stated that it was later discovered that the syringe being used was faulty and was likely the cause of the suspected leak.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not confirmed. Follow-up information received from the account stated that it was later discovered that the syringe being used was faulty and was likely the cause of the suspected leak. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. A review of the lot history record revealed no non-conformances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.